Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away. The bsc representative reported the case to tech services, noted that there was an episode on the date of death that indicated the patient was either in a fine ventricular fibrillation or asystole. The device did not treat. A save-to-disk was sent in for analysis.

Manufacturer narrative:
Tech services reviewed the pre-mortem episode. Atrial asystole was noted. Undersensing of a ventricular arrhythmia occurred with a device divert charge occurring during reconfirmation. Tech services discussed that it could be pulseless electrical activity, but without knowledge of the mechanical state of the patient, it cannot be confirmed. The ventricular rhythm appeared to have rapidly deteriorated, and the shock egm was flat and undulating, with an agonal appearance. As of today, this medical device has not been returned to boston scientific for analysis. In follow up with the bsc representative, the device will not be returned.